Event description:
The pt underwent a diagnostic angiography. Scarring was noted at the groin site, but there was no calcification or tortuosity of the artery. Following access, the physician attempted to insert the 5fr 11cm avanti sheath but encountered difficulty and was unsuccessful. Upon removal of the sheath to replace with another sheath, the physician noticed the dilator adapter and the 0.018" guidewire were no longer in the sheath. Fluoroscopy revealed that the dilator adapter and guidewire had been pushed into the artery. An interventionalist was summoned. He upsized to a 7fr 11cm avanti sheath and using a snare he retrieved the dilator adapter and guidewire. The procedure resumed and a pci was performed. The pt was discharged the following day and no further complications were recorded.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis revealed a snare mark on the returned dilator adapter, which is consistent with the complaint description. The lot number for the dilator adapter was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for the dilator adapter lot was not performed. The instructions for use (IFU) was reviewed. Component embolization is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. This is the first and only report of embolization of the dilator adapter. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is use error due to loss of control of the dilator adapter and guidewire. The physician and support staff were re-trained to maintain control of the guidewire and dilator adapter. No further actions is required at this time and the reported issue will continue to be monitored.